Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause for the increase in central aortic insufficiency post angiogram cannot be determined. Per report, the valve was deployed in the recommended position, and tee showed all the sapien valve leaflets were working properly and without interference from the native valve leaflets. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment of a 26mm sapien valve, there was moderate central aortic insufficiency (cai); resulting in the need to deploy a second valve. Per report, the 26mm sapien valve was deployed across the native valve in a 50:50 position. Tee showed trace paravalvular leak (pvl) and mild cai; the gradient across the valve was 2mmhg. The physicians completed an angiogram of the aortic root to assess the ai. Immediately after the angiogram tee showed an increase in cai to moderate; the wire was not across the valve. A pigtail catheter was used to probe the valve in an effort to improve ai with no effect. A decision was made to repeat the bav with 20x4cm balloon in an attempt to improve the ai with similar results. Tee showed all leaflets were working properly, but the ai persisted without know cause. Therefore a second 26mm sapien valve was implanted in exact same location as the first valve. After deploying the second valve, tee showed the cai had resolved and there was only trace pvl. There was no explanation as to why the cai presented post angiogram and not prior to that. Tee did not show a trapped leaflet or native leaflet interference on the sapien valve. Additional information: the native valve/leaflet calcification was moderate; the patient¿s ejection fraction was 50%.